Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same cases as MDR ID: 2134265-2018-02435. It was reported that burr became stuck on rotawire and rotawire fracture occurred. The target lesion was located in the coronary artery. A 1.25mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, it was noted that burr became stuck on the rotawire. Subsequently, when the burr was disconnected from the manifold, it was observed that the rotawire was broken. The procedure was completed with another of the same burr and rotawire. There were no patient complications reported and the patient's status was stable.

Event description:
Same cases as MDR ID: 2134265-2018-02435. It was reported that burr became stuck on rotawire and rotawire fracture occurred. The target lesion was located in the coronary artery. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During the procedure, it was noted that burr became stuck on the rotawire. Subsequently, when the burr was disconnected from the manifold, it was observed that the rotawire was broken. The procedure was completed with another of the same burr and rotawire. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The burr was received after the advancer; therefore, the burr was not connected to the advancer. The advancer knob was received tightly in the forward position. The advancer handshake connection is bent. Microscopic examination of the device revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched. Functional testing was completed with a test .009¿ rotawire. The rotawire was inserted into the advancer but could not pass due to the bent handshake connection. The rotawire could not be inserted into the burr tip due to the annulus damage. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).